Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 579 mg/dl at the time of the incident, customer's current blood glucose was 330 mg/dl, lower blood glucose was 51 mg/dl yesterday around 12:00 pm. The customer was assisted with troubleshooting and declined for high blood glucose. Drive support cap appears normal (slightly indented). Customer will return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit was functioning properly during testing. Unit was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.